Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twelve needles 25x1 rb experienced incorrect label information.

Event description:
It was reported that twelve needles 25x1 rb experienced incorrect label information.

Manufacturer narrative:
Investigation summary: no sample was received. Five photos were provided. The complaint can be confirmed based on information provided by the customer and photos. The labels have the incorrect catalog number on the linear barcode. Probable root cause was incorrect top web was used during the production of this lot 8331535. A CAPA (corrective action preventive action) has been initiated to investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. There was no documentation of issues for the complaint of batch # 8331535 during this production run. The labels have the incorrect catalog number on the linear barcode. Probable root cause was an incorrect rework; the shelf box label was created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. During the rework the shelf box label was created with the incorrect catalog#/ linear barcode. The product remains on hold until further notice.